Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber shows a radial fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the metal cap exhibits mild detritus; the glass cap exhibits mild devitrification at the output window. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Due to anatomical/procedural factors encountered during the procedure, cap wear was accelerated limiting the performance of the fiber.

Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the output beam was observed to vaporize from an unexpected area of the fiber cap (a forward firing condition) at 15,602 joules of use; the fiber was exchanged and the procedure continued using a second fiber. At 39,021 joules while using the second surgical fiber, diminished tissue vaporization efficiency was observed. The fiber was again exchanged and the procedure completed using a third surgical fiber. There was no injury to the patient reported. This report is for the first surgical fiber used.

Manufacturer narrative:
(B)(4).